Manufacturer narrative:
Analysis revealed pump motor/gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to gear wheel three. Eval code - conclusion code ¿ is being updated to for this event. Eval code- result code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Information was received from a health care professional regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 1533 mcg/day) via an implantable pump for multiple sclerosis and intractable spasticity. On the day prior to this report date an active motor stall was seen at initial interrogation; logs showed stall occurred at 19:35, the cause of the stall was unknown, the patient was not in a unique environment and did not recently have a magnetic resonance imaging (MRI). The patient was reported to be at the hospital where his health care professional works. At the time of this report, the patient had no symptoms. Patient had been given oral baclofen, it was reviewed that with high dose and no symptom change, possible troubleshooting of the system should be done. Additional information received from a health care professional on this report date indicated that the health care professional was asking for more clarification on motor stalls, motor stalls and log definition as it relates to motor stalls was discussed. It was noted that the pump would be replaced on the day following this report date on (B)(6) 2016, the patient reported via a manufacturing representative that a motor stall occurred, it was unknown as to what may have led or contributed to the issue, the pump was replaced and the issue was resolved, patient status was "alive - no injury". At the time of this report, the drug concentration was 2000 and dose was 766.4 mcg, the patient stated that the dose was 1500 mcg/day until the stall occurred then the dose was dropped to 766.4 mcg on (B)(6) 2016. On (B)(6) 2016, a manufacturing representative indicated that the pump would be sent back for analysis. They reviewed silencing alarms.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.